Event description:
On 09 oct 2007, the sales representative reported that a pathfinder end screw extender sleeve was broken. This was found during the time the kit was being picked up from the hospital. The event was not associated with patient contact.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.